Event description:
The safari extra support wire was inserted into the femoral artery sheath and advanced into the left ventricle. The navitor valve delivery system would not navigate through an acute 180 degree turn in the aortic arch. The delivery system became locked with the wire, and we decided to remove the delivery system over the safari wire. A sheath exchange occurred at this point due to bleeding and the wire was noted to be damaged. When the safari wire was removed, it was noted to be uncoiled. No parts of the wire were retained in the patient. Manufacturer response for safari extra support wire, safari extra support wire (per site reporter) to send back.